Manufacturer narrative:
A lot number was not provided. Without a lot number, a review of the device history record (DHR) could not be performed. Biocompatibility of the device has been established. There is no evidence to suggest that a product malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage system one user''s guide includes allergic or adverse reaction as potential risks associated with dialysis treatments and also includes warnings to observe the patient and monitor physical status for potential complications. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from the home therapy nurse (htn) regarding gg, a (B)(6) year old male with multiple comorbidities and medical history significant for recent dyspnoea and chest discomfort (nos) who became symptomatic during a standard hemodialysis treatment in a dialysis facility on (B)(6) 2018. At an unspecified time during treatment the patient experienced shortness of breath, chest discomfort, hypotension and became unresponsive. Emergency services was called, and the patient was admitted to hospital on (B)(6) 2018. While hospitalized, hemodialysis was performed using a system from a different manufacturer and the patient was discharged on (B)(6) 2018 with a diagnosis of hypotension associated with dialysis-syncopa.